Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided one peel-away sheath and one dilator that were bent, indicating that resistance was met during insertion. Microscopic examination revealed that the sheath tip was also split and pushed back. No additional defects were found on the dilator. The damage observed with the assembly, as seen in previous similar complaints, is the result of hitting or pushing against a tough/hard surface during insertion. The instructions for this product provide insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report their insertion technique or if they enlarged the puncture site. A device history record review was performed on the sheath and dilator with no relevant findings. Based upon the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that the clinician was unable to advance the peel-away sheath through the skin. It was reported that the sheath was too flimsy with no "pushability". Another mst kit and the 2nd sheath worked fine. There was no reported delay, death, or complications to the patient as a result of this occurrence.